Event description:
It was reported that while using kit grp a strep 30 test veritor a symptomatic patient gave a negative result when retested the result was positive. The following information was provided by the initial reporter: veritor 256040 lot no. 3128261 discrepant results. Customer states they have been observing some discrepant results since october 2021, however they never report anything, until this morning in which they observed 1 patient that according to the doctors, had symptoms and they observed two lines in the cartridge but the analyzer gave a negative result, customer wasn't very sure about the results obtained once this test was repeated, first she stated a negative and then a positive result, requesting this info again by email, since she stated that this info needed to be confirmed by the techs that perform the tests. For this patient a culture was requested, and the doctors decided to hold the treatment until culture confirmation.

Manufacturer narrative:
H.6 investigation summary: this statement summarizes the investigation results regarding a complaint that alleges ¿discrepant results¿ when using kit grp a strep 30 test veritor. The customer reported that they had been observing some discrepant results since october 2021, however they did not report anything until this morning when they observed 1 patient. According to the doctors the patient had symptoms and when performing the test, they observed two lines in the cartridge, but the analyzer gave a negative result. The customer was not sure about the results obtained. When this test was repeated, initially it showed a negative result, and then it displayed a positive result. For this patient a culture was requested, and the doctors decided to hold the treatment until culture confirmation. The customer also mentioned about 2 siblings the last week, where one received a negative result and the other a positive result using the veritor analyzer. This was confirmed by culture test, which showed a negative result, and the treatment was stopped. No adverse event reported for this medication change. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or physical samples were returned; therefore, return sample analysis could not be performed. This complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant result was conducted, no adverse trend was identified. No corrective actions were taken at this time. D4. Medical device lot #: 3128261. D4. Medical device expiration date: 29 -dec-2025. H4. Device manufacture date: 08-may-2023.

Event description:
It was reported that while using kit grp a strep 30 test veritor a symptomatic patient gave a negative result when retested the result was positive. The following information was provided by the initial reporter: veritor 256040, lot no. 3128261. Discrepant results customer states they have been observing some discrepant results since (B)(6) 2021, however they never report anything, until this morning in which they observed 1 patient that according to the doctors, had symptoms and they observed two lines in the cartridge but the analyzer gave a negative result, customer wasn't very sure about the results obtained once this test was repeated, first she stated a negative and then a positive result, requesting this info again by email, since she stated that this info needed to be confirmed by the techs that perform the tests. For this patient a culture was requested, and the doctors decided to hold the treatment until culture confirmation.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.